Event description:
The complainant alleged that during a cardioversion of a pt, the device lost it's ECG signal after the cardioversion was performed. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.